Manufacturer narrative:
The 26mm certitude delivery system was returned to edwards for evaluation. Visual inspection revealed the following: inflation balloon burst longitudinal, the guidewire was bent (possibly due to excess manipulation or patient factors [tortuosity]), and a piece of balloon detached from the inflation balloon during decontamination handling. There was no missing balloon material on the returned device. Functional testing was not performed due to the nature of the complaint and the condition of the returned device (burst balloon). Dimensional testing on the balloon single wall thickness along the edges of the burst location was within specification. The complaint was confirmed based on the condition of the returned device, but no manufacturing nonconformities were found in the returned sample. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A detailed root cause analysis for similar returned complaints has been written and summarized in an edwards technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, and it details why balloons are subject to increased risk of burst in a calcified annulus. As mentioned in the complaint description, ¿upon balloon was fully inflated without extra volume, balloon was torn apart, moderated calcification in the landing zone¿. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). In this case, available information suggests that patient factors (calcification) contributed to the complaint event. There was no edwards defect was identified in the evaluation; therefore, no corrective or preventative action, nor product risk assessment is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our swish affiliate, during valve deployment of a 26mm sapien 3 valve, by transaortic approach, the balloon of the certitude delivery system tore apart.